Event description:
Boston scientific received information that this pacemaker's longevity fluctuated and magnet rate was consistently showing more than 1 year remained. Boston scientific technical services (ts) informed that the changes may be due to the device being on the edge of two different current bins. Ts advised to do a memory dump and save all to disk when the patient comes back in the office. The pacemaker remains in service. No adverse patient effects were reported.

Event description:
Additional information received indicated that this patient was seen every month as the device was nearing elective replacement indicator (eri) for the past five months. However, at recent device check, the device went back to beginning of life (bol) with magnet rate of 90 beats per minute (bpm). There were no changes made except for the automatic capture which was still on. Boston scientific technical services (ts) provided assistance for performing data analysis. Additional information received from the field indicated that the patient was scheduled to return to clinic for a follow up check. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information obtained from the field which indicated that the device was explanted. No additional adverse patient effects were reported.